Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 11/04/2016. Retain and return product was tested and functioning according to specification. Product number 09p31-25 lot number h16072 expiration date 28-aug-2016 manufacture date 12-mar-2016 (B)(4). Product number 09p31-25 lot number h16021 expiration date 28-aug-2016 manufacture date 21-mar-2016 (B)(4). Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing of chem8+ lot h16021 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). Retained and returned cartridge testing of chem8+ lot h16072 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure. Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory on the same sample on the same day.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride (cl), and sodium (na) result on a (B)(6) male patient. Customer stated the patient has a history of frontotemporal dementia, was found wandering at night, and was admitted for agitation and long-term placement. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product was available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).